Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised problems are that the quick release axles are coming out and actually falling off. Dealer advised that one time the end user was on a bus when the wheels came off and was transported home "by the fire people." Dealer advised that the bolts that hold the wheels on keep coming out. Dealer advised end user was going up a ramp and the wheel went forward and she almost went out of the chair. This caused her back to go forward. Dealer does not know what the injury was and that the end user also reported being injured several times previously. Unknown if any medical treatment has been administered. No reports of other property damage at this time. Dealer advised the chair was repaired twice in june and no other record of repairs. Dealer advised the end user does not speak and requires a tty communication. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model cxe, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1127114 rev. D (mar-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.